Manufacturer narrative:
Investigation results: sample investigation ¿ one sample was returned for investigation. The complaint sample was observed with dried blood. The sample was sterilized. A leakage test was performed with no abnormality found. According to the returned information, the complaint failure specifies septum leakage. From statistics data, septum leakage complaint rate is lower than the upper limit r&d specifies. A DHR was performed on lot 7142454 with no abnormalities found in the incoming material, the whole assembly and packing process. The product was found within specification. The complaint is unconfirmed as bd was not able to duplicate or confirm the customer's failure mode. In conclusion, because no abnormality was found in the returned sample. Bd cannot finalize the root cause for the complaint failure mode.

Event description:
It was reported that a nurse found blood and saline leakage on the hub of a bd pegasus¿ safety closed IV catheter system after the puncturing process. There was no report of injury or medical intervention.